Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 2/3rds of the way through a red blood cell exchange (rbcx) procedure they received a "cells detected in plasma line in centrifuge" alarm. Hemolysis was observed in the connector and in the cassette. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the attending physician felt that hemolysis had not occurred within the system due to the plasma remaining yellow, there was swirling in the interface but separation into the plasma and red cell lines was still occurring and colors appeared appropriate. The customer confirmed hemolysis was due to patient disease state. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that approximately 2/3rds of the way through a red blood cell exchange (rbcx) procedure they received a "cells detected in plasma line in centrifuge" alarm. Hemolysis was observed in the connector and in the cassette. The customer declined to provide additional patient information. The patient was reported as stable and a successful exchange. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.4, b.5, b.7, d.4, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 2/3rds of the way through a red blood cell exchange (rbcx) procedure they received a "cells detected in plasma line in centrifuge" alarm. Hemolysis was observed in the connector and in the cassette. The customer declined to provide additional patient information. The patient was reported as stable and a successful exchange. The collection set is not available for return because it was discarded by the customer.